Event description:
Pt skin prepped with prevail fx prior to initation of tracheotomy. Surgeons noted excessive smoke around surgical field while using electrocautery unit. Small flame noticed under surgical drape over face which was immediately extinguished. Pt sustained 2nd and 3rd degree burns to right side of face, ear lobe and right shoulder.